Manufacturer narrative:
Testing and investigation found that the device was warm to touch. The device did not alarm with a s233 (overtemperature-psc) malfunction alarm code; however, it was noted in the device history. Further testing found that the device fan was rotating too slowly to cool the device. The probable cause of the customer complaint was a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device alarmed with a s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical department from an unk floor with an unsigned note stating "malfunction, pump overheated". No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, a s233 malfunction alarm code was noted. No add'l info was provided.